Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2025, during the device implantation of the ICD talentia 3540 sn (B)(6), an issue occurred. When the physician inserted the atrial lead into the ICD connector, she got difficulties to screw although the lead was entirely inserted and the screwdriver was correctly handled perpendicularly. The "click" indicating correct screwing was heard. Nevertheless when removing the screwdriver, it was blocked. She was forced to pull hard on the screwdriver to remove it from the defibrillator. When it came out, we noticed that the defibrillator's screw thread for attaching the atrial lead had come out with the screwdriver. It was therefore impossible to screw the atrial lead back in without this screw thread. We decided to change the ICD.

Manufacturer narrative:
Please refer to the attached report. The device was returned for analysis. Visual inspection did not reveal any non. -conformity on the external parts. The atrial hexagonal cavity was found damaged/rounded. The screwdriver was found damaged in the corner. The atrial hexagonal cavity was most probably damaged during the using the screwdriver during device implantation. This case is retained for trends purpose.

Event description:
Reportedly, on (B)(6) 2025, during the device implantation of the ICD talentia 3540 sn (B)(6), an issue occurred. When the physician inserted the atrial lead into the ICD connector, she got difficulties to screw although the lead was entirely inserted and the screwdriver was correctly handled perpendicularly. The "click" indicating correct screwing was heard. Nevertheless, when removing the screwdriver, it was blocked. She was forced to pull hard on the screwdriver to remove it from the defibrillator. When it came out, we noticed that the defibrillator's screw thread for attaching the atrial lead had come out with the screwdriver. It was therefore impossible to screw the atrial lead back in without this screw thread. We decided to change the ICD.